Event description:
The patient had no stimulation. The lead was found to have high impedance. The lead was replaced due to breakage. There was reported to be no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3889, lot# v157704 has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.